Manufacturer narrative:
Additional information provided in g.1., g.2., h.3., h.6., and h.10. The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because sufficient clinical data was not received, and no lot number was identified with this complaint, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of a micro-stent filtration device, her sight started to deteroriate. Everything was getting cloudy. She was placed back on eye drops and was told the device 'did not work for her'. She returned to the doctor and was told the device was on recall. She reports she is now legally blind and uses a cane. She has experienced pain and her 'iol went up'. Additional information was requested.